Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the twist clamp and silicone tubing of a minicap transfer set; further described as "connector (integrated roller) from the silicone tube". This was observed during set up and inspection of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: two (2) actual devices were received for evaluation. Visual inspection was performed and the silicone tubing was observed slipped back from the patient adapter. There were no issues noted during visual inspection between the tubing and twist camp. The reported condition was not verified. The gap (slip back) was measured and determine to be within specification. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.